Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-167 and 3007042319-2014-169) submitted for devices related to the same event.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device (B)(4) in relation to the reported event. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed a decrease in power consumption and flow, as well as "low flow" alarms for both rvad and lvad that correlate with the reported event. Pathological analysis did not confirm the presence of thrombus. Post-explant engineering analysis of (B)(4) did not reveal any conditions that could have caused or contributed to the reported event. Additionally, both controllers, (B)(4) were returned and evaluated. The controllers passed functional examination; however, it was incidentally found that one of the controllers had a damaged serial port connector. The damaged serial port connector would not have caused or contributed to the low flow events. Investigations of complaints with similar circumstances were reviewed; a decrease in flow may be due to pump thrombus/thrombosis, inadequate preload, patient's clinical state, or ventricular collapse. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The cause of the reported event cannot be conclusively determined; based on the surgeon's opinion the most likely cause of the low flow events is the patient's reported hypotension. The reported cause of death was cardiac arrest. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2014-167 and 3007042319-2014-169) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately three and a half months post bivad implantation, this patient suffered a cardiac arrest and expired. The patient had been hospitalized at the time of the event and review of the patient log files revealed low flow alarms in both the rvad and lvad. Tpa was administered but low flow persisted and the patient expired several hours later. Cause of death was reported as cardiac arrest. An autopsy was performed and the pumps were explanted. Details regarding the autopsy findings have not provided. The site stated that only the rvad would be returned for analysis. Additional information has been requested.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Hvad pump ((B)(4)) and controllers, ((B)(4)) were returned to heartware for evaluation. Hvad pump ((B)(4)) was not returned to heartware for evaluation despite multiple attempts to obtain it. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the devices met all requirements for release. The controllers passed functional examination; however it was incidentally found that one of the controllers had a damaged serial port connector. The damaged serial port connector would not have caused or contributed to the low flow events. Post-explant dimensional and functional analysis of the returned pump did not indicate any deviations from current manufacturing and functional specifications; there is no evidence of any conditions that could have caused or contributed to the reported event. Review of the controller log files revealed a sudden drop in flow in both lvad and rvad pumps, as well as "low flow' alarms that correlate with the reported event. A sudden decrease in flow observed on the log files suggests an occlusion of the flow path. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Independent pathological analysis did not reveal thrombus within (B)(4) (rvad); however,(B)(4) (lvad) was not returned for evaluation and pathological analysis could not be performed. Based on available information, the probable root cause of the reported inadequate flow events may be due to inflow occlusion. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. . This is two of two reports (3007042319-2014-00167 and 3007042319-2014-00169) submitted for devices related to the same event.